Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor was not displaying glucose values on the ilet, and support guided the user to switch the ilet cgm setting to g7 and reenter the four-digit pairing code, noting that pairing could take 15¿30 minutes. Symptoms included hyperglycemia with a reported peak of 299 mg/dl lasting about two hours without ketone testing, alerts for prolonged severe hyperglycemia, back-up therapy, medical intervention, or assistance. Outcomes included transient elevated glucose without hospitalization or long-term sequelae. Investigation included remote troubleshooting and user-guided reconfiguration for cgm pairing. Investigation of this case revealed a pairing failure between the dexcom g7 and the ilet, with no device alarms on the ilet and no evidence of hardware malfunction. It was concluded, based on previously established findings for similar reports, that user settings or pairing configuration were the most probable cause.